Event description:
Reporter is complaining of having excessive bleeding during periods that can last up to 15 days a month. Was given birth control that controlled the bleeding and when she stopped the pills, the bleeding returned so she had to go back to the birth control pills. Having pain especially during gym with bending and lifting. Do not feel like she is the same person. She used to be very active, but now have to plan her day. She is so fatigued, it is hard to take care of her children. Her taste has also changed, feel like a metal taste is in her mouth. Feel like this device is a punishment and complains of pain where her tubes are. The doctor recommends a laparoscopic removal of tissue but the reporter is scared that her condition will be worse than what she is dealing with at present.